Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: journal of obstetric gynecology and reproductive biology. 2014; 43: 235-243. Doi: http://dx.doi.org/10.1016/j.jgyn.2013.08.014. (B)(4).

Event description:
It was reported via journal article title: "a comparative study between two procedures of tvt retropubic mid-urethral sling placement for treatment of female stress urinary incontinence." Authors: f. Sergent, g. Gay-crosier, b. Resch, j-c. Pons, l. Marpeau. Citation: journal of obstetric gynecology and reproductive biology. 2014; 43: 235-243. Doi: http://dx.doi.org/10.1016/j.jgyn.2013.08.014. The objective of this retrospective study was to evaluate the complications and functional outcomes at 1 year and more of a modified tension-free vaginal tape (tvt) technique from that of classic tvt. A total of 118 procedures were performed. Of which, 54 patients (age 56.81 ± 12.80; bmi: 26.79 ± 4.72) underwent classic tvt and 64 patients (age: 56.14 ± 12.50; bmi: 25.83 ± 5.06) underwent modified tvt. Regardless of the tvt technique used, the prosthetic sling used was a sling constructed of macroporous knitted monofilaments of polypropylene strands of the gynecare-tvt (ethicon). In the modified tvt technique, after a vaginal incision of 1 to 2 cm behind the urethral meatus, the suburethral prosthetic sling (sps) removed from the gynecare tvt (ethicon) introducers was ascended up and down through the space of retzius, attached to a single thread introduced into the needle. A vicryl resorbable wire loop (ethicon) was passed around the sps and 1-2 cm of thread emerged from the colporrhaphy to lower the sps at the eventual occurrence of postoperative dysuria. The loop was left until spontaneous and complete resorption. In the standard tvt technique, immediate post-operative complications included bleeding (n-2), bladder or urethral wound (n-5), placement failure (n-2) which required recourse to successful sps placement using the modified tvt technique, urinary infection (n-4), post-void residual urine (n-11), and sling lowering (n-6). At 3 months follow-up, reported complications included de novo urge incontinence (n-1), urinary infection (n-11), and pain in the suburethral prosthetic sling (n-1). At 12 months follow-up, reported complications included de novo urge incontinence (n-15), sling exposure (n-1), urinary infection (n-7), and pain in the route (n-3). In the modified tvt technique, immediate post-operative complications included bleeding (n-2), bladder or urethral wound (n-1), urinary infection (n-2), post-void residual urine (n-12), and sling lowering (n-5). At 3 months follow-up, reported complications included de novo urge incontinence (n-2), urinary infection (n-10), and pain in the suburethral prosthetic sling (n-3). At 12 months follow-up, reported complications included de novo urge incontinence (n-6), sling exposure (n-2), urinary infection (n-4), pain in the route (n-1), and sps exposure (n-2) which required suturing of the vagina in the operating block. The sps placement procedure that the authors proposed meets these expectations. This original procedure for tvt placement deserves to be known at a time when there is a renewed interest in retropubic tvt, especially in certain indications such as sui with sphincter insufficiency. This improvement in the tvt placement procedure can only make its performance intervention under local anesthesia more comfortable, which still remains insufficiently practiced at the least.